Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. See scanned page.

Event description:
Medical affairs spoke to the patient on (B)(6) 2004 and obtained/verified the following information: the patient called lfs and alleged that the meter was reading in the wrong unit of measure. The patient stated that he obtained a result of 6.3 mmo/l (misinterpreted as 63 mg/dl). He stated that some time later, he does not remember the time difference, while in the grocery store, he passed out. He stated that he did not have any symptoms at the time of testing. He stated that he woke up in the hospital and that his blood sugar was 39 mg/gl. The patient stated that he takes glipizide, half of a pill a day. He continued to take his medications. He stated that the physician at the hospital told the patient that he needed to discontinue the medication until he speaks with his regular physician. The patient stated that he would have taken his medication regardless of the result. The patient was also using expired test strips. The patient reported that he did not change the unit of measure; therefore, the meter may have experienced a power interrupt issue. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the malfunction leading to a serious injury. A replacement meter is being sent to the patient.